Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "short battery runtime" is confirmed. The pump shut off after approximately 25 minutes when operating on battery power after a full charge during the battery load test. The battery failed battery load test. A definitive root cause could not be determined but a potential cause of the short battery life is a result of maintaining of the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that during use on a patient the intra-aortic balloon pump (iabp) issued a 20-minute battery alarm while plugged into ac and then shut off a few moment later. As a result, the iabp was swapped out without issue. The iabp was sent to biomed and ran the iabp on ac without issues. The iabp failed the battery test and ran for approximately 21 minutes before shutting down. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during use on a patient the intra-aortic balloon pump (iabp) issued a 20-minute battery alarm while plugged into ac and then shut off a few moment later. As a result, the iabp was swapped out without issue. The iabp was sent to biomed, and ran the iabp on ac without issues. The iabp failed the battery test, and ran for approximately 21 minutes before shutting down. There was no report of patient complications, serious injury, or death.